Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6).

Event description:
It was reported that something fell off the bronchovideoscope during a case (maybe a piece of the forceps plug). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the investigation results, the foreign material could not be identified. In addition, it was unknown whether the reprocessing environment at the facility in question affected the incident. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual for bf-290 ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.